Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02819. It was reported that one week after leads were implanted, diagnostics indicated low impedance readings on multiple lead contacts. It was later found that one of the two leads had migrated. Patient was performing excessive chair exercises which involved bending and twisting. Surgical intervention was undertaken, and the migrated lead was removed and replaced. The second lead was electively removed and replaced. Postoperatively, the patient is reportedly receiving effective therapy.